Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of broken ceramic was confirmed. The inspection results are evaluated as plausible. The reported damage is most probably induced by thermo-mechanical fatigue. It cannot be determined whether there is advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage is triggered during the procedure or during reprocessing. Additionally, the service department states that the yellow toric joint was worn out. That may very likely cause a leakage of the sheath. The cause is very likely improper handling, in combination with wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus broken ceramic of inner sheath, for 26 fr. Outer sheath. There were no reports of patient or user harm associated with this event.